Manufacturer narrative:
The new information states that it is unknown if this occurred above the incision or if any piece fell into the patients wound, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery, a piece of the impactor chipped. It is unknown if this occurred above the incision or if any piece fell into the patients wound. Backup device available, no delay and no injury reported.

Event description:
It was reported that the piece of the impactor chipped during surgery.